Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the outer insulation of the lead was extrinsically breached due to a cut. The outer insulation of the lead was observed to have blood ingression. Visual summary analysis of the lead indicated damage at implant. The analyst noted that the lead was returned with the outer insulation breached/ extrinsic and blood ingression. The amount of blood ingression along lead length leads us to conclude that the cuts occurred at the implant. The breach insulation did contribute to the complaints high threshold and undersensing. No conductors fractured were observed.

Event description:
It was reported that the atrial lead exhibited high threshold, high impedance, and undersensing due to an apparent subclavian crush fracture. In addition, the ventricular lead exhibited high thresholds. The leads were explanted and replaced successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.